Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported error message was duplicated. The issue was traced to the device software, which required reinstallation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was reinstalled and updated, and the device keypad and display lens were also refurbished. This device has not been in for service in the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 45986. There was no patient involvement.